Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported a precharge voltage error message. This error will prevent the system from booting, resulting in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.